Event description:
Submitted by the FDA via user facility report # (B)(4). It was reported that tip of drill bit broke off in right acetabulum requiring additional fluoroscopy. Ultimately, surgeon decided to leave drill bit in place because risk of removal outweighed risk of leaving in place.

Manufacturer narrative:
Investigation summary: the reported event that the tip of the drill broke could not be confirmed, since the device was not returned for evaluation. Based on investigation, the root cause of the determined event was attributed to a user related issue. The breakage can be caused by blunt cutting flutes or a wrong handling of the instrument. The customer has to ensure that drilling and cutting tools are sharp and avoid surface damage or alterations to the instrument geometry. Such instruments (multiple use drill bits included) are recommended as single patient use. The op tech pelvis 2, system overview (ref# mt-st-1 rev 0) was reviewed; the following statement related to the reported failure mode is included: ¿1. Use a sharp drill bit when drilling bone, particularly in areas of hard, dense bone¿ [original statement] the IFU v15011 rev m 06-2015 instruments IFU ot-IFU-152 was reviewed: ¿ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument¿ [original statement] a review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. If any further information is provided, the investigation report will be updated. Device was not received.

Event description:
Submitted by the FDA via (B)(4). It was reported that tip of drill bit broke off in right acetabulum requiring additional fluoroscopy. Ultimately, surgeon decided to leave drill bit in place because risk of removal outweighed risk of leaving in place.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.